Event description:
Power inlet module burned with smoking smell. No patient involvement or operator injuries reported.

Manufacturer narrative:
Customer reported burning smell and sparking from the inlet power socket. It is suspected water came in to contact with the wires connected to the iec plug. Water leak possibly caused from operator incorrectly placing the floating lid on the inside of the hinged lid where water would drip off the floating lid, through the hinge and down the backside of the unit. If this specific lid placement is common practice at the facility water would periodically be dripping down the back. Medivators recommend operators to place the lid further in the basin and not to rest the wet floating lid on the hinged section of the hinged lid. This is an isolated incident. However, product enhancements have been implemented to minimize any recur. Dsd edge units are design to include a drip diverter around the socket and also the iec plug is encased to prevent water to come into contact with the internal wires. Medivators field service engineer serviced the machine and repaired the unit. Fse replaced the internal power cord with a sheath covered iec plug and added a drip diverter. Unit was upgraded and performance tests/ test cycles were completed. Facility was informed of the correct placement of the floating lid to avoid water dripping down the back side of the unit moving forward. If additional information is received, medivators will review and determine if a supplemental report is needed.